Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent a revision of his artificial urinary sphincter (aus) due to pain were the balloon was located. The patient symptoms are not related to the device. According to the surgeon, the pain is most likely related to his prosthetic leg. The balloon was repositioned. No further complications were reported in relation to this event.